Event description:
It was reported that the lead was explanted due to insulation anomaly.

Manufacturer narrative:
A partial lead with the connector pin measuring 15.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead a full analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.